Event description:
REPORTED VIA CLINICAL STUDY: It was reported that a transient ischemic attack occurred. A left atrial appendage closure (LAAC) procedure was performed on (b)(6) 2022 and a 20mm WATCHMAN FLX LAA Closure Device and Delivery System was implanted successfully. On (b)(6) 2026, the patient experienced numbness and loss of control of the left arm. The symptoms lasted less than an hour. The patient primary physician diagnosed the event as a transient ischemic attack. There was no intervention taken and no additional details provided.